Manufacturer narrative:
At this point it is unclear whether or not bwi catheter was used during this procedure.also used during the procedure was st. Jude system and navx coolpath catheter.(B)(4).

Manufacturer narrative:
(B)(4). The unit was related to this complaint was sent to the repair facility. The issue reported could not be duplicated. During service defective board guide was found and it was replaced, adjustments done, pm & stk done, full system tests performed. The device history record for the stockert generator serial number (B)(4) showed that no reprocessing or test failure was noted during the manufacturing cycle. The device passed final test and met all specified requirements prior to distribution.

Event description:
It was reported that at the end of a vt idiopathic ablation procedure the patient experience tamponade. Pericardial drainage was performed. Patient was stated to be doing fine. Prognosis was unremarkable. Event was stated to be procedure related. Patient's updated health status indicated that the patient underwent pacemaker intervention due to av block ii. Further echocardiogram showed no residual effusion after the pericardial drainage.